Event description:
The customer reported to olympus that the autoclavable camera head had image with stripes. The issue was found during reprocessing. No procedure was involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found the image was noisy due to a faulty cable. Additionally, evaluation found there was internal rust on the coupler and abnormal noise generated when the coupler mount moved. The aging of the focus ring leads to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the reported event was not duplicated during device evaluation, the final root cause could not be identified. However, it's likely that no image was temporarily displayed due to internal water immersion. Olympus will continue to monitor field performance for this device.